Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "will not charge battery" was confirmed by quality engineering. The root cause was determined to be a blown ac fuse. The ac fuses and main batteries were replaced to resolve the reported condition. A service history review revealed that this device was previously serviced for the reported condition. Should additional relevant information be received, a follow-up will be submitted.

Event description:
It was reported to baxter (B)(4) that a flogard infusion pump was "not charging battery." It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on-site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any relevant additional details become available.

Manufacturer narrative:
(B)(4).